Manufacturer narrative:
Device evaluation: the device was not returned for analysis. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported there was an error code; lens damage, during testing. There was no patient involvement and no patient injury.

Manufacturer narrative:
Manufacturing device history record review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received for evaluation. Visual and functional testing was performed. Visual inspection found device damage. Functional testing found "error code 1720 and lens damage" issue during the investigation. Found error code 1720 on the pump display and in the event history log. Lens was damaged. Recommended back-up-capacitor and lens to be replaced. The root cause of the issue could not be determined. This issue will be monitored for any increase in occurrence. If the occurrence of this issue increases significantly, additional investigative action will be taken accordingly. This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). Corrected data: d4: model num 6400.

Manufacturer narrative:
Correction: device manufacturing date: 13-dec-2018